Event description:
Complainant alleged that during training by facility staff, the device's one step pacing cable was damaged and unable to attach electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.